Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that once they drilled into the patient and moved the drill, the needle separated and remained in the patient. They were able to gain access using another needle. She noted that the patient was already in full cardiac arrest and the issue with the needle did not contribute to the death of the patient.